Event description:
It was reported that the user experienced an infection at the sensor insertion site, characterized by swelling, puss, and blood drainage from the original incision scar. Symptoms began around (B)(6), 2026, and the site appeared healed by approximately april 20, 2026. The infection was confirmed by the user's healthcare provider (hcp), who prescribed antibiotics, though the user could not recall the medication name. This event was part of a series of recurrent infections, with the first and third infections documented in separate related cases (3009862700-2026-02261,). The hcp was aware of the issue, and due to repeated infections, sensor removal was scheduled for (B)(6), 2026. The infection was associated with the original insertion (B)(6), 2025) and ultimately led to discontinuation of system use as of may 21, 2026.

Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation.